Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2026, while administering an intravenous infusion to a patient at the department of preventive medicine at (B)(6) hospital, the medication leaked from a hole in the indwelling needle. The infusion was immediately stopped, the indwelling needle was replaced, and the patient underwent multiple needle insertions as a result.